Manufacturer narrative:
(B)(4) 2013: this event concerns a device that was manufactured and used outside the united states. Analysis is pending.

Event description:
During a follow-up performed on (B)(6) 2013, high atrial and ventricular leads impedances were measured in bipolar configuration. When the pacing and sensing polarities were reprogrammed in unipolar configuration in both a and v channels, normal atrial and ventricular leads impedances were measured. Moreover, stored episodes showed oversensing. An analysis is requested.